Manufacturer narrative:
The device will not been returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The primary procedure was performed on (B)(6) 2012, to treat an abdominal aortic aneurysm. An afx bifurcated stent and an afx suprarenal aortic extension were implanted in the patient. A type 3b endoleak was identified during a routine follow-up on an unknown date. An attempt was made on (B)(6) 2018, to reline the device; however, the physician could not get back in endovascularly. The device was explanted on (B)(6) 2018. The hospital will not be returning the device as it needed to be sent to pathology. Reportedly the patient is doing fine. No additional event or patient information is available.